Event description:
It was reported that the lead exhibited loss of function and impedance in the bipolar configuration. Dislodgement and fracture were observed. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found the distal coil overtorqued at the connector pin, damaging the distal insulation, resulting in a short between the proximal and distal coils and low impedance.